Event description:
It was reported that the patient received multiple inappropriate shocks, and it was determined that the device discriminator did not properly withhold therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).